Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. One imp,tsv,3.7,8,mtx,mg (tsvtb8) with mount was returned for investigation. However, one unk zimmer driver was reported but not returned. Visual evaluation of the as returned products identified signs of use but no apparent signs of malfunction. Functional testing was performed using compatible in-house driver. The device was able to engage, retain and disengage as normal. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. Device history record (DHR) review could not be performed for the driver as the item/lot number was unknown. Complaint history for the unk zimmer driver could not be performed as the item/lot number was unknown. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, mount malfunction did not occur. However, driver malfunction and the reported event could not be verified since the driver was not returned. H3 other text: not returned to manufacturer.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the mount disengaged from the delivering tool, it was not stable, cause the implant to fell out of the packaging during removal. The doctor completed the procedure placing other implant.